Event description:
This report was received from (B)(6) and is a solicited report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal and extraneal viaflex therapies intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis. Information regarding hospitalization, laboratory data, treatment received, action taken with suspect products or outcome was not reported. The physician did not provide a statement of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.